Manufacturer narrative:
The user facility provided the model/serial number of 16 prime big wheel stretchers in use at the facility at the time this injury was reported. However, a specific stretcher was not reported to be related to the nurse's injury. The user facility did not have a documented incident report for this injury.

Event description:
It was reported that the nurse tech has stated that she sustained a stress fracture in the foot due to repetitive activity of moving stretchers during the day and taking stretchers out of neutral and pushing pedals. The nurse tech is currently not working and is on disability leave.